Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.8, lab: 3.2; date: 2011, inratio: 1.3, lab: 2.9. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.5, 3.1. Patient's therapeutic range: 2.0-3.0 inr. Patient started testing on the meter on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.